Manufacturer narrative:
G4: 510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00351 and 1038671-2025-00391. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 98 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening, pain, osteolysis, synovitis, balance problems, ambulation or postural difficulties and discomfort. Revision surgery operative notes were provided. Preoperative diagnosis: right knee failed total knee replacement/ right knee aseptic loosening femoral component/ right knee osteolysis. Patient revised to competitor's devices. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. The femoral component was noted to be loose, and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Dressings were applied. The patient was transferred to the recovery room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.